Manufacturer narrative:
(B)(4). Device evaluation: this PICC line was in situ for several weeks when it was reported that the hub had come off of the red lumen, after this happened the nurse shut off the tpn infusion and called for assistance to perform a dressing change. Before an IV team member could change the dressing and restart the infusion, the line clotted off. The patient was sent for x-ray of the PICC and possible reposition of the tip, during this procedure it was noted the PICC appeared ruptured internally and was therefore removed. Upon return and examination the catheter was found to have a missing luer. Residue on the catheter indicates that a hub had been solvent bonded to the catheter, the hub was not returned. Unable to determine the cause of the missing luer. The catheter was also found to have ruptured at a location of approximately 40cm distal to the bifurcation. The 18g lumen of the catheter is ruptured. The catheter at the rupture site show signs of heaving been stretched. The 18g lumen of the catheter is occluded distal to the ruptures and patent proximal. This is consistent with an over-pressurization due to an occlusion of the lumen. The occlusive substance was still present and is a dark reddish/brown material.

Event description:
(B)(4).